Event description:
The customer stated that she was hospitalized several times in the past two years for high and low blood glucose levels. The customer reported blood glucose levels over 700 mg/dl and as low as 20 mg/dl. The customer felt that the hospitalizations were caused by the infusion sets that she was wearing at the time. The customer declined troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.